Manufacturer narrative:
Isi received the proximal suj1 on 08/23/2019 for failure analysis investigation, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated repeated non-recoverable 40084 errors after draping, prior to docking to the patient. No issues were noted with the system prior to starting the procedure. The user performed a hard power cycle with no resolve. The procedure was converted to laparoscopic surgery with no report of patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: fse confirmed repeated recoverable 319 errors were noted during the procedure and service repair. The user contacted the fse at the time of the reported issue for troubleshooting assistance, and the fse guided the user through hard power cycling the system. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Fse replaced the proximal set-up joint (suj) 1. Subsequently, the system generated repeated recoverable 319 errors. Fse replaced the distal suj1, and no further errors were noted. The system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive surgical inc. (Isi) completed the device evaluation for the proximal setup joint (suj) 1. Failure analysis was unable to reproduce the reported failure. The error was confirmed via error logs/system log. The unit passed normal mode with no errors or faults. In normal mode, the unit was able to be back driven through its range of motion without triggering any errors or faults. Performed 20 power cycle tests successfully with no errors or faults. As a precaution, the fiber cable will be replaced, recalibrated, and tested. The axes controller setup (acu) hour meter will be reset. Upon visual inspection, there was no physical damage. As a precaution, the acu printed circuit assembly (pca) will be replaced, recalibrated, and tested.